Event description:
The following information was provided: the patient is part of the insignia hip stem study and during a routine on site monitoring visit it was noted on the 2 year phone evaluation where the patients are asked whether they have pain, are satisfied with the surgery and if the hip is still in place, the patient reported that she had moderate pain and was not satisfied with the surgery. The report notes she did not have any comments or specifics on this. She was not seen or evaluated at the previous study protocol time point of 1-year so there is no other clinical data available at this time. The patient will be followed to assess further. Right hip.

Manufacturer narrative:
The following devices were also listed in this report: high insignia collared hip stem; cat # 7000-6604; lot # 96972204. Delta v-40 ceramic head 36/-5; cat # 6570-0-036; lot # unknown. Tridentii hemi cluster50d; cat # 702-11-50d; lot # 98374601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.